Event description:
Customer claims the alarm sounds continuously when weight is applied to the sensor. The alarm also sounds when the pull cord is attached to the outside of the alarm. There is no visible damage to the outside of the alarm. There was no pt incident or injury reported. Eval for the returned product shows the battery springs are bent.

Manufacturer narrative:
(B)(4). Eval results: the battery springs are bent. The battery door is damaged. The alarm case is damaged near the battery compartment. Eval for the returned product shows when tested the alarm powered-up and passed functional tests. The posey instructions for use has a warning: the alarm is an electronic device that may fail to work if subjected to severe shock, such as being dropped (bent) or immersed in liquid. The unit may stop functioning as designed. (B)(4).